Manufacturer narrative:
The lead was returned severed 155mm from the terminal pin, and only the proximal section was returned. The portion of the lead returned was electrically continuous. Based on the lead segment that was returned the allegation of lead fracture could not be confirmed.

Manufacturer narrative:
This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that the patient implanted with this lead received several inappropriate shocks. A lead fracture was suspected.

Event description:
A portion of the abandoned lead was returned for analysis.